Event description:
The ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third-party service center, an issue with the power supply was observed. The device's power supply was replaced to address the issue.